Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The tracker control box was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The tracker control box was returned to the manufacturer. Function testing found that the component when connected to a known working system the tracker control box only had power to one side. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while setting up for a case the representative noticed that the left side trackers were not being seen by the stealth. He rebooted the system and that did not resolve the issue. The site used a different imaging system for the case. There was no patient present at the time of the of the issue.